Event description:
The customer reported ambient lyse temperature and white blood cell ambient (wbc a/I/v) out of range errors being generated on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015. The fse observed intermittent lyse temperature errors and wbc a/I/v out of range errors. The fse verified that the fan on the peltier (temperature control) module were working correctly. The fse replaced I/o (input/ output) board to correct the issue. The system performance was verified. (B)(4).